Manufacturer narrative:
The device was returned for analysis. The stylette was present in the tip of the returned device. The stylette was removed without resistance. There was no residue visible on the stylette. The balloon bond was stretched. The distal tip was stretched. The balloon was inflated within specification. The device failed to deflate.

Event description:
Two euphora balloon dilation catheters were attempted to be prepped for use. The devices were both removed from packaging and hoop with no issues noted. They were inspected prior to use with no issues noted. Negative prep was not performed. The devices were not placed in saline solution prior to attempted removal of the stylette. Sheath could not be removed. It is reported that the stylette would not come out of the balloons. The physician and the tech both tried with their hands and hemostats. Stylette would not come out. It also tore their gloves with no injury to them. The devices were not used in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.